Event description:
Information was received indicating that a smiths medical cadd extension set had leaking at the filter. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in a new condition with the original unopened packaging. During analysis, visual inspection was performed under normal conditions of illumination and no discrepancies were found. Leak testing was performed, and no leaks were detected. Based on the evidence, the complaint was not confirmed, and no fault was found.